Event description:
It was reported that an o-ring was on the pneumatic tap. The customer's blood glucose (bg) level was 33.3 mmol/l. The customer administered a manual insulin injection to address the high bg. Additional information was not provided. Multiple attempts were made by tandem's technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.